Event description:
It was reported via phone call, that the customer had air bubbles in the infusion set. Customer's blood glucose level at the time was over 300mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However, the device passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.